Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer's blood glucose was 439 mg/dl at the time of incident. Customer stated she hasn't used the insulin pump in 3 days and tried to put it back on today and it keeps beeping and unable to do a bolus and no alarm on screen. Customer reported power loss alarm. Customer is not calling back after leaving current battery in pump for 1 hour. Customer treated high blood glucose with 11 units manuel injection. Customer declined high blood glucose troubleshoot . The insulin pump is not expected to be returned for analysis.